Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 405 mg/dl. The customer experienced blood glucose levels ranging from 230 mg/dl to 405 mg/dl. Customer was treated with insulin pump. Customer did not report any symptoms related to the high blood glucose level. It was not mentioned whether the auto mode feature was active at the time of the incident. The device will not be returned for the analysis.